Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 6944-65 lead, implanted (B)(6) 2008. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient was admitted with shortness of breath. There were concerns for dysphagia due to residual effects from previous strokes. Food was found in the right lower lobe of the patient¿s lung and patient¿s abdomen became more distended; the site was unable to extubate the patient. A decision was made by the family to withdraw care on the patient and the patient subsequently expired. The cause of death was provided as failure to thrive. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted with shortness of breath. It was further reported that there were concerns for dysphagia due to residual effects from previous strokes. Of note, the patient aspirated on a carrot and subsequently underwent a bronchoscopy and food was found in the right lower lobe of the patient¿s lung. Over the next couple days, the patient¿s abdomen became more distended, and the site was unable to extubate the patient. A family meeting was held, and a decision was made to withdraw care on the patient and the patient subsequently expired. An autopsy was declined by the family. The cause of death was provided as failure to thrive.